Manufacturer narrative:
Product complaint # (B)(4). The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a impella cp placed for the support of the patient with coronary artery disease. The cp supported for just 18 hours when the pump was explanted and escalated to the 5.5 pump. The cp access site had developed a hematoma and pseudoaneurysm that prompted blood products to be infused. The patient survived the harm and was supported by the 5.5 until care was withdrawn after just under 10 days.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma could not be determined.